Event description:
It was reported when stimulation was on the patient experienced an overstimulation sensation and shocking or jolting sensation. It was stated the patient had bladder problems and stated ¿there was a lot going on her bladder¿ and there are ¿other things going on with her bladder and it was hard to isolate what was doing well because they did urethral dilation and bladder distention so she was feeling raw". Reportedly, the patient had chronic inflammation and interstitial cystitis so "it was hard to know which is which". The patient started at 0.1 volts and every time she went up one to 0.4 volts it was a ¿sharp stabby feeling.¿ it was noted the patient felt like a ¿wrung out washrag.¿ the patient stated sometimes she felt a little bit of tapping and other times felt nothing for hours. Sometimes the jolting was present for a day or two. The patient felt the stimulation on the pelvic floor on the right side and wanted to know if there is a reason she was feeling stimulation on one side or the other. The patient was redirected to her healthcare provider and had a follow up appointment scheduled for (B)(6) 2013. It was reported the patient still had concerns with their device or therapy and was working with their doctor or representative. An appointment date was scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va080f5, implanted: (B)(6) 2013, product type: lead. (B)(4).